Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Based on information identified on 07/07/2017 on final review on returned test strips, the event was determined to be reportable. Final root cause investigation has been completed. Washed strips. No chemistry observed. No further investigation required. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for e-3 blood glucose results. The customer is concerned with the result of e-3l. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on 06/19/2017, a back to back blood test was performed by the customer and produced test results of e-3 using true metrix meter. The test strip lot manufacturer's expiration date is 03/27/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Upon troubleshooting, the meter still reads e-3.